Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by an adult female patient, concerning herself. Additional information was received on the same day from physician. The patient had no known medical history or allergies. Concomitant medications included lexapro [escitalopram oxalate] 20 mg, and adderall [amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate] 20 mg over the course of many years. The patient had previously received treatment with sculptra in 2014 and restylane. All different products were targeted for different areas and no issues noted in the past. On (B)(6) 2021, the patient had received the first dose of moderna covid-19 vaccine and second dose on (B)(6) 2021. On (B)(6) 2021, the patient received treatment with restylane lyft with lidocaine (lot 18723) and restylane silk (lot 18125) to chin, cheek, and marionette lines (unknown amount, injection technique and needle type). Same day, the patient also received treatment with radiesse. Towards the end of (B)(6) 2021, the patient had experienced multiple granulomas (granuloma skin) on her face. Initially, the patient clinically not correlated the events due to the fact that she was working in the medical field and had to wear masks 100 percent of the time. The patient was treated with unspecified antibiotics for 9 months, multiple courses of steroids and doxycycline. At that point, her face was permanently scarred (implant site scar). The patient had a second opinion from another hcp, who said the only evidence of filler was in the granulomas and no other signs of filler were noted. She had advised hydrocolloid dressings but the patient refused any other injections. A year and a month later, the patient was still suffering and events granulomas and permanent scarring were not resolved. The overall characteristics of her skin was horrible and she just have to be deformed (cutaneous contour deformity) forever. Outcome at the time of the report: multiple granulomas was not recovered/not resolved/ongoing. Face was permanently scarred was not recovered/not resolved/ongoing. Deformed was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious events of granuloma skin, scar at implant site and the non-serious event of cutaneous contour deformity were considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and long standing event suggestive of permanent damage. The potential root cause include the treatment procedure or the foreign body reaction to the product in the local tissue. Potential contributory factor include concomitant radiesse treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: restylane silk-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number case summary for medical devices was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious events of granuloma skin, scar at implant site and the non-serious events of infection, inflammation at implant site and cutaneous contour deformity were considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and long standing event suggestive of permanent damage. The potential root cause include the injection procedure associated with inadequate aseptic technique or the foreign body reaction to the product in the local tissue. Potential contributory factors include concomitant filler and toxin treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: investigation performed included a repeated batch record review which provided sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid (lot 18125) no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma uppsala quality management system and the information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-aug-2022 by an adult female patient, concerning herself. Additional information was received on the same day from physician. The patient had no known medical history or allergies. Concomitant medications included lexapro [escitalopram oxalate] 20 mg, and adderall [amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate] 20 mg over the course of many years. The patient had previously received treatment with sculptra in 2014 and restylane. All different products were targeted for different areas and no issues noted in the past. On (B)(6) 2021, the patient had received the first dose of moderna covid-19 vaccine and second dose on (B)(6) 2021. On (B)(6) 2021, the patient received treatment with restylane lyft with lidocaine (lot 18723) and restylane silk (lot 18125) to chin, cheek, and marionette lines (unknown amount, injection technique and needle type). Same day, the patient also received treatment with radiesse to cheeks, nasolabial fold, oral commissure, chin, upper face and perioral lines and dysport [botulinum toxin type a haemagglutinin complex]. The skin was prepared with alcohol [alcohol] prior to injection and used anesthesia. On (B)(6) 2021, the patient was treated for facial skin infection (implant site infection). On (B)(6) 2021, the hcp noticed that event was not resolving and performed unspecified additional treatment. Towards the end of (B)(6) 2021, the patient had experienced multiple granulomas (granuloma skin) on her face. Initially, the patient clinically not correlated the events due to the fact that she was working in the medical field and had to wear masks 100 percent of the time. On (B)(6) 2021, the events were not resolved and the patient was referred to dermatology. On (B)(6) 2021, the hcp had identified inflammatory response (implant site inflammation) to cosmetic procedure and minimal palpable indication of filler outside the areas of granuloma formation. On (B)(6) 2021, the events were minimally resolved to the treatment and the treatments were extended for three months. The patient was treated with unspecified antibiotics for 9 months, multiple courses of steroids and doxycycline [doxycycline]. At that point, her face was permanently scarred (implant site scar). On (B)(6) 2022, the patient had a second opinion from dermatology, who said the only evidence of filler was in the granulomas and no other signs of filler were noted. She had advised hydrocolloid dressings but the patient refused any other injections. A year and a month later, the patient was still suffering and events granulomas and permanent scarring were not resolved. The overall characteristics of her skin was horrible and she just have to be deformed (cutaneous contour deformity) forever. Outcome at the time of the report: multiple granulomas was not recovered/not resolved/ongoing. Face was permanently scarred was not recovered/not resolved/ongoing. Deformed was not recovered/not resolved/ongoing. Facial skin infection was unknown. Inflammatory response was unknown. Tracking list: v.0 initial v.1 fu received on 22-aug-2022 from the same reporter: event (implant site infection and inflammation) added. Concomitant medications and treatment areas of radiesse were updated.